Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that last friday their ¿pump stopped giving them boluses." On saturday, it "seemed to work again" and they were able to connect to their pump. The patient stated that they had a bone scan this morning and now the "pump is not working again." The patient wasn¿t sure if it was from the scan or if their "pump is having problems." The agent asked the patient what they were seeing when they were trying to get connected to their pump/ptm (personal therapy manager) and the patient stated they had the "little circle going round and round" and it said connecting but it never went past connecting. The agent had the patient close out of the app and turn off the communicator. The patient confirmed bluetooth and location were on. The agent had that patient turn airplane mode on and off but then the patient would see "not found" when trying to connect. The agent then had the patient reset the communicator but that did not resolve the issue. A replacement communicator was requested from the repair department because the patient was unable to connect to the pump friday or today and getting not found despite troubleshooting. No patient harm reported.